Manufacturer narrative:
The reporter stated a tube change out was required. These updates reflect the reported serious injury. Device evaluation : one portex tracheal sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample as there was a small tear found in the cuff. To further investigate the leak, relevant documents were reviewed and deemed adequate. The leak tests and inflation line assembly were also reviewed with no discrepancies. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that immediately upon intubation, a cuff leak occurred. The customer considered the possibility of the cuff being damaged by the patient's teeth during intubation. The customer wanted to know whether there was a problem with the procedure or the product. No death or serious injury was reported in connection with this incident.